Manufacturer narrative:
Initial reporter name and address: (B)(6). The actual device was not available; however, a photograph and video of the sample was provided for evaluation. Visual inspection observed that the return line was perforated inside the screwed connector. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m150, an external fluid leak was observed at the filter tube connection. There was no patient involvement. No additional information is available.